Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the recharging difficulties was determined, however they did not clarify what the cause was. The recharging difficulties, overdischarge, and freezing had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having a difficult time charging their ins. The patient was currently in the clinic attempting to charge the ins. The patient has charged for 5 hours with 8 bars and couldn't get above 25%. It was noted the coupling will change from 8 to 0 to 2 and back up to 8. They were currently charging over clothing, when they put the recharge antenna on the skin, the charging went better. The patient was seen on (B)(6) and then the caller stated they couldn't communicate with the ins because they thought the ins was discharged at this time. The patient was frozen with symptoms due to not having therapy. The caller stated the patient was in full overdischarge on (B)(6), when they were last seen. There wasn't clear evidence that the ins was in od. The patient's ability to charge effectively was not known and it was unclear how much the patient had been charging since getting the rc. The patient was seen one other time since getting the rc and the ins was discharged at this time. It was noted the patient' ins was shallow and they could palpate all 4 corners. The caller was going to work with the patient and family member to get charging done more effectively. No further complications were reported as a result of this event.